Event description:
A report was received that the patient will undergo a revision procedure due to pain at the ipg site. The patient had lost weight and the extension sleeves and the ipg became superficial which caused the pain.

Event description:
A report was received that the patient will undergo a revision procedure due to pain at the ipg site. The patient had lost weight and the extension sleeves and the ipg became superficial which caused the pain.

Manufacturer narrative:
Additional information was received that patient's weight loss was not device related.